Event description:
It was reported that the lens was explanted from the patient''s left eye in a secondary procedure due to the patient being unsatisfied with their visual outcome. Follow-up indicated that the lens was exchanged because there was a myopic result. There was no incision enlargement and no vitrectomy required. The replacement lens was a z9002 19.0 diopter intraocular lens. The patient is reported to be doing okay with the replacement lens.

Manufacturer narrative:
The age of the patient was asked; however, it was not provided.explant of an intraocular lens in a secondary procedure.all pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Manufacturer narrative:
The review of the documentation and testing presented in the manufacturing record was found within product specifications. No discrepancy related to quantity was found. Slit lamp inspection of silicone lens showed that all the lenses sampled had an acceptable haze level. No deviation or non-conformance (ncr) related to the customer claim was generated. The monofocal bench measurement results (inspection data) of this production were reviewed. All results showed a pass condition. No deviation was reported. A review of the raw material / process manufacturing instructions in the change control system did not show any change in the manufacturing method or specifications that could be related to this complaint type. The silicone intraocular lens reported was released within the diopter specifications. The product met manufacturing release criteria. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Manufacturer narrative:
The intraocular lens was returned to the manufacturer for evaluation. Visual inspection at 10x magnification revealed that the lens was returned cut in halves. Visual inspection also revealed surface residuals, particles and fibers adhered to both sides of the optic body. The lens condition is consistent with a lens that was explanted from the patient¿s eye and not manufacturing related. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.